Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes/adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.